Event description:
It was reported that the gastrointestinal videoscope exhibited rainbow static on the screen when scope plugged into the processor and turned on. The event occurred before sedation of an esophagogastroduodenoscopy diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to update h6 codes and investigation results. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise on image. Olympus will continue to monitor field performance for this device.